Event description:
It was reported that over the past year, the pt experienced at least 2 separate episodes of significant lower extremity spasms, which were not related to "medical issues". It was noted that device logs were "ok"; and a (B)(4) study revealed no issues. No other studies were performed. The pt's pump was explanted on (B)(6) 2011. Elective replacement indicator (eri) and "11 months" were noted. The pt had recovered without sequela following the device replacement procedure.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.